Event description:
It was reported that insulin pump displayed power source alert. There was no adverse impact to the customer¿s blood glucose level. Customer confirmed use of backup insulin pump for insulin delivery, and technical support arranged replacement pump.